Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer boots to a system error and the hard drive was reconfigured and the software reloaded. Analysis also noted that the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that following a successful software update, several days later when the programmer was powered on a black screen/fatal error appeared. It was attempted to reboot the programmer by unplugging its keyboard and its radiofrequency programmer head but without success. The programmer was returned for service. No patient complications have been reported as a result of this event.